Manufacturer narrative:
The device was unavailable for evaluation. No determinations could made as to the cause of the reported issue.

Event description:
It was reported that a hedron ia anchor is backing out of the vertebral body post-operatively.